Manufacturer narrative:
Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely depressed creatinine (cre2) result. Hsc has evaluated the instrument data logs and concluded that there was no reagent lot or assay issue. There are no other complaints of low dimension cre2 results from the customer at this time. There is no evidence of a product nonconformance. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed creatinine (cre2) result was obtained on a patient sample on the dimension exl with lm system. The result was reported to the physician(s) and questioned. The same sample was reprocessed on the same instrument and a higher result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) result.